Event description:
"Opened a product and it was defected. Patient needed a biopsy. Product not working. Just make it known to others. The only information I was given at the time was, the doctor pressed the trigger and said it wasn¿t working properly."